Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the hospital: "during use, the set is full of blood; the line was separated from the drip chamber". (B)(4).

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was scrapped by the customer. Therefore, no laboratory investigation could be performed. The investigation was performed based on received complaint picture. Trend search was performed(material number of drip chamber (B)(4)) which came to following results:5 additional complaints were recorded since the last 12 months, but they did not appear the reported issues were the same. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0%, which is below 1%.due to this information no systemic issue could be determined. Device history record of the complained lot was reviewed. There were no references found which are indicating a nonconformance of the product in question .it could be possible that the drip chamber was not mounted based on the basic operation procedure, but, there was just one set related with the failure. According to the investigation results, the failure could be caused by mounting failure. This failure could be confirmed. As a corrective action, support document related to mounting process of drip chamber was revised and we conducted a training and instructed the operators to be more attentive about the mounting steps of the claimed product. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.due to this no further investigation initiations will be completed at this time.